Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd insyte autog bc are not retracting properly. The following information was provided by the initial reporter: we have 2 more lot numbers for the 22ga 1" autoguard IV catheters that are not retracting properly.

Manufacturer narrative:
Correction: there were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 3251069. D4. Medical device expiration date: 08-31-2026. H4. Device manufacture date: 09-12-2023. Investigation results: a device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend was identified for the reported failure and corrective actions have been implemented to investigate this type of incident and identity the root cause. Complaints received for this device and reported condition will continue to be tracked and trended.